Event description:
It was reported that the pace/sense portion of the lead was capped because of intermittent exit block and suspected dislodgement.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.